Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose was 500mg/dl at the time of incident. The customer reported that he would like to change his infusion sets because the ones he has don't work and they kept getting no delivery alarms. Customer is reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by infusion set change. They completed troubleshooting for no delivery alarm. The insulin pump will not be returned for analysis.